Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device did not fire a complete staple line. The customer used another like device to complete the case with no pt consequence. The device will be returned for analysis.